Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2011-05612. The patient received his scs system (for off-label use) on (B)(6) 2009 including a paddle lead and a percutaneous lead. It was reported the patient fell from a ladder and landed on his head. Afterwards, he could not feel the stimulation working because his headaches had returned. When he attempted to increase the stimulation he could not feel any relief from the stimulation. It is difficult for him to distinguish if he is experiencing pain from the fall or his original pain. Attempts to gather additional information were unsuccessful. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.